Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report. This device is not cleared for sale in the united states, but a similar device is.

Event description:
In 2001, the pt underwent the surgery with the gamma ap-j nail. In 2007, the surgeon found through the x-ray that the nail was broken in the part of lag screw hole. The fracture part of pt was a non union.